Manufacturer narrative:
The analysis on the system control board was completed by medtronic personnel. When installed in a known operational imaging system, the system initially functioned as designed. After a few hours, the system would power down and communication could not be established. The computer of the viewing station of the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device evaluation: the power control board assembly atp console was returned to the manufacturer for evaluation and the reported issue could not be confirmed. Both 2d and 3d imaging were successful during testing and the test system readied as expected with the returned part.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the atp board, viewing station of the imaging system power switching board and computer of the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board and atp board have been received by the manufacturer for evaluation. However, results are not available at this time. The computer of the viewing station of the imaging system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the atp board on the imaging system required replacement. It was reported that the x-ray state would intermittently receive time out errors. It was noted that 3d reconstructions were intermittently delayed. There was no patient present when this issue was identified. No additional information was provided.